Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a saccular thoracic aneurysm at the mid- descending aorta. Aneurysm and vessel morphology at the time of implant not reported. A (B)(4) was implanted, and after ballooning, what appeared to be a type ii endoleak was seen on the final angiogram. After moving the pigtail catheter down inside the stent graft, a clear type iii endoleak (fabric tear) was seen by angiography. The endoleak was more of a jetting from the middle of the stent graft. As there was no other (B)(4) stent graft available, another manufacturers stent graft of the same size was used to resolve the endoleak. No additional clinical sequelae were reported, and the patient is fine. A review of returned films showed an endoleak near the mid-length of the stent graft, on the left side. The endoleak occurred in a relatively straight portion of the stent graft. The endoleak may be a type iii fabric; but cannot rule this out as a type IV.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of endoleak is unknown). Evaluation, conclusion: (cause of endoleak is unknown).